Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate atrial tachy response (atr) episodes due to oversensing the respiratory rate trend (rrt) signal on the right atrial (ra) lead. It was noted that the ra lead was fractured, and the pacing impedances were high out of range. True ra lead noise was observed as well at pacemaker mediated tachycardia (pmt) episodes. Options on how to proceed were discussed. Additional solutions will be decided for the ra lead. According to the field personnel the clinic was instructed to turn the rrt feature off. They will continue to monitor for ra impedance measurements. This crt-d and ra lead remain in service. No adverse patient effects reported.